Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated a service code 1703 'an out of range (oor) situation has occurred" was displayed indicating therapy was not providing the expected amount of stimulation. The patient reported they were able to bypass the message. Troubleshooting information was reviewed and the patient was redirected to the healthcare provider for further evaluation.